Event description:
Failure of lab instrument unicel dxi 600. Three false positive critical treponin levels reported on 3 pts on one evening. Tech noticed on a 4th pt and the repeated all tests with the back up analyzer. Instrument taken out of svc - physician notified immediately. One pt was treated with IV heparin - provider stated he would have ordered heparin as a precaution as a rule out mi. Serious near miss.